Event description:
It was reported to philips that the equipment does not emit x-rays due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use. Review of the logfiles confirmed the malfunction in frontal ip-pc it was reported that the system was unable to perform x-rays due to an image disk problem. Upon troubleshooting, philips remote service engineer (rse) confirmed with the customer that the equipment did not release the x-ray and displays a message of low space. Customer recreated the image storage. After that, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.